Event description:
The customer obtained unexpected reactive vitros anti-hav igm results (14.1, 14.3 s/c) from a single patient sample run on the vitros 3600 immunodiagnostic system. The reactive vitros anti-hav igm results were considered to be unexpected based on a negative anti-hav igm result obtained using an alternate method (siemens) and a negative vitros anti-hav total result obtained for the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected reactive vitros anti-hav igm results were not released out of the laboratory due to the customer¿s established protocol for confirming samples that initially generate a reactive vitros anti-hav igm result. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected reactive vitros anti-hav igm results were obtained from a single patient sample run on the vitros 3600 immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. However, the presence of an unknown sample interferent could not be ruled out as a contributing factor. The root cause of this event is unknown.